Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user stated the pump was lost in the home and expressed concern it could be stolen, reported persistent charging issues despite a replacement charger, and experienced high blood glucose recorded at 501 mg/dl for which subcutaneous insulin injections were administered. Customer care provided support that included communication with the user and advise on a possibly missing ilet. Investigation of this case revealed no findings were available, the device problem and affected component had insufficient information, and the reported event details were insufficient to characterize a device malfunction. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.